Event description:
New information on 10/3/16 stated that the lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise and loss of capture. No intervention was performed. No further information was available.